Event description:
Covidien received info that the 840 ventilator upper display was erratic and not visible. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4). Covidien customer support engineer inspected the device and verified the malfunction. The cse replaced the graphical unit interface (gui) printed circuit board (pcb). The ventilator passed all testing.